Manufacturer narrative:
The field service engineer inspected the module and decontaminated it. He also replaced the sipper and vacuum nozzle, reference electrode, and sample probe. He performed adjustments and successful ion-selective electrode checks, calibrations, and qcs. He also noted that the customer only centrifuges patient samples for five minutes. The customer did not report any other issues. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the sodium electrode on a cobas 8000 ise 1800 module. The first patient sample initially resulted in a sodium value of 128 mmol/l. The result was questioned since the result did not agree with the patient's clinical status. The sample was repeated on (B)(6) 2026, resulting in a value of 141 mmol/l. The repeat value was consistent with the patient's previous results. An amended report was issued. The second patient sample initially resulted in a sodium value of 154 mmol/l. The sample was repeated, resulting in values of 148 mmol/l and 149 mmol/l. The third sample initially resulted in a sodium value of 146 mmol/l. The sample was repeated, resulting in values of 137 mmol/l and 137 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was ewy55. The electrode expiration date was requested, but not provided. An ise check and precision studies were tested and these were acceptable. The investigation is ongoing.